Event description:
It was reported that customer experienced an issue with his insulin pump, which repeatedly indicated the need to change the cartridge despite being recently filled. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.